Event description:
The pt reported difficulty with charging the implant. An advanced bionics representative met with the pt for device evaluation. The problem was confirmed. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.